Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, one opening curved on the anterior, and observed void >1 mm in non-textured valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one sharp opening on the plug strap bond edge, and partial delamination on the plug strap disk shell. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp opening on the plug strap bond edge anterior side assessed as an unidentified (tear) opening, and partial delamination on the plug strap disk shell assessed as adhesive failure.

Event description:
Device has been explanted.